Event description:
The reporter did back to back blood glucose tests; done within 10 minutes, using separate fingersticks. Reporter results were 131 and 181 mg/dl. Reporter did not have any symptoms. The reporter was away from home and did not have control solution to test. Since returning home, using a different vial of test strips. Since returning home, using a different vial of test strips, reporter tests have been alright. A control solution test result with the new new strips was in range, 131 (92-139). No harm was alleged.